Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported the device was used in the patient anatomy after the foreign material was noted. It should be noted the materials required section of the emboshield nav6 embolic protection system electronic instructions for use states: inspect the product prior to use. Do not use if the package is opened or damaged. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that upon preparation of the emboshield nav6 device, it was noted on the distal tip of the recovery catheter guide, some white talc material. The device was prepared/ wiped down and the white talc turned to sticking material. The device was not used in the patient anatomy. Another same size emboshield with a different lot number was prepared and the same issue occurred. The device was cleaned/wiped down and was used as the embolic protection device in an 80-95% stenosed right interal, right common carotid artery. There was no reported adverse patient effect or sequela. There was no additional information provided.